Manufacturer narrative:
Additional information was received that no further information can be obtained regarding the device information.

Event description:
A report was received the (B)(6) study patient developed dopamine dysregulation syndrome which was moderate in severity. The patient was admitted and treated with medication. The event resolved and the patient was discharged. The event was assessed as being possibly related to the stimulation and not related to the procedure or hardware.

Event description:
A report was received the dbs study patient developed dopamine disregulation syndrome which was moderate in severity. The patient was admitted and treated with medication. The event resolved and the patient was discharged. The event was assessed as being possibly related to the stimulation and not related to the procedure or hardware.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received the dbs study patient developed dopamine dysregulation syndrome which was moderate in severity. The patient was admitted and treated with medication. The event resolved and the patient was discharged. The event was assessed as being possibly related to the stimulation and not related to the procedure or hardware.

Manufacturer narrative:
Additional information was received that the patient experienced dyskinesia while stimulation was on for approximately an hour, severe bradykinesia while stimulation was off, and back pain. The patients medication and stimulation were adjusted. The patient remained stable with mild to moderate dyskinesia 80 percent of the time but weaning down with a slightly slow gait, however, able to walk autonomously.

Event description:
A report was received the (B)(6) study patient developed dopamine dysregulation syndrome which was moderate in severity. The patient was admitted and treated with medication. The event resolved and the patient was discharged. The event was assessed as being possibly related to the stimulation and not related to the procedure or hardware.